Event description:
The rhv was attached to the hub of a penumbra neuron delivery catheter 053. Upon flushing the catheter, the hub of the neuron began leaking. Once inspected more carefully, a crack was noticed in the neuron hub. The physician felt that the rhv was attached too tightly and cracked the hub of the catheter. A new neuron was used without issue.

Manufacturer narrative:
Results: during decontamination, a leak was noted at the hub of the catheter. Close examination of the hub reveals a series of cracks in the wall of the lure fitting. Conclusion: the damage noted in the complaint is confirmed. The cracks in the hub are consistent with over tightening the hub on the rhv as mentioned in the complaint. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.